Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. Customer was advised to use an alternate method for insulin delivery and was provided instructions to put pump into storage mode before returning it. Technical support confirmed the shipping address and sent a replacement pump, with delivery requiring a signature.